Event description:
It was reported that, on (B)(6) 2014, a reservoir volume discrepancy occurred. The expected reservoir volume (erv) was 4.6ml and the actual reservoir volume (arv) was 19ml to 19.5ml. The following day, upon rotor check with fluoroscopy, the rotator appeared to be working appropriately. On the same date, upon fluoroscopy to check the catheter, the catheter appeared to be partially occluded. There was no evidence of a leak. The device system was used to deliver dilaudid. It was later reported that the device issue occurred at the pump segment of the catheter. A surgical revision occurred on (B)(6) 2014 and the catheter was spliced. The outcome was resolved without sequelae on the same date.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10824r24, implanted: (B)(6) 2001, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).